Manufacturer narrative:
Date rec¿d by MFR : 16jul2019, date of report : 07aug2019. There was no patient involvement. After extensive troubleshooting, the manufacturer¿s field service engineer (fse) found error codes pointing to power management board, motor controller, board and central processing unit (cpu), and gas delivery system (gds), and a leaking substance from the oxygen front port. The customer decided to refuse repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported system will not power on. It is unknown if there was no patient involvement. On (B)(6) 2019 there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported system will not power on. It is unknown if there was no patient involvement.